Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and reinstalled the data key. The ventilator passed self-testing.

Event description:
The customer reported the ventilator stopped cycling. The patient was not on a ventilator at the time of the event.